Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 451mg/dl, and he was treated with an insulin drip. The nurse stated that the health care provider requested someone to come to the hospital and troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.